Event description:
As reported in patient/ physician info, patient was revised (B)(6) 2018 after patient complaint of pain. Rep provided primary operative report, progress note, and pre-revision x-rays, and reported that this was all of the information available from the hospital. CT and x-ray show large cystic change on the tibia.

Manufacturer narrative:
The reported event that sliding core uhmpwe, 6mm was alleged of 'cysts' could not be confirmed, since no evidences were provided. More detailed information about the complaint event pre-operative and post operative x-rays of the primary surgery must be available in order to determine the root cause of the complaint event. However, based on the complaint history, some possible root causes can be, but are not limited to: the patient's reaction to the device. Indeed, the IFU clearly lists pain and cysts as potential adverse effects in the clinical study: "table 6. Adverse events and surgical interventions up to 24 months pain: control group (n=66): 32 (48.5%). Star pivotal group(n=158): 69 (43.7%). Star continued access group (n=416): 139 (33.4%)." As well as : "surgical interventions and major complications (defined as any surgical intervention to the treated ankle that was a result of an infection, wound problem, or bone problem such as osteolysis, cyst formation, or non-traumatic fracture) occurred in a higher percentage of star patients (20.3%; 32/158) than in study patients undergoing arthrodesis (10.6%; 7/66). Table 7 demonstrates that the rate of surgical interventions was higher in the star group than in the arthrodesis control group in the pivotal study, and that the rate of interventions in the continued access arm was lower than that in the arthrodesis arm." A user related issue such as a mistake during the implantation of the prosthesis. The device inspection revealed the following: the pe sliding core shows various signs of wear, such that it is scratched in several areas, including around the sliding groove. This was likely produced by the articulation with the talar component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported in patient/ physician info, patient was revised (B)(6) 2018 after patient complaint of pain. Rep provided primary operative report, progress note, and pre-revision x-rays, and reported that this was all of the information available from the hospital. CT and x-ray show large cystic change on the tibia.